Event description:
Customer reportedly received result of 18.0 mmol/l on the advantage plus system and 4.6 mmol/l on professional device within 10 minutes. No action was taken based on the device results. No adverse event reported. Requested return of suspected device and replacement was sent.

Manufacturer narrative:
The event occurred in other country.